Event description:
New information received on 10/24/2018, indicates that the high threshold was due to patient anatomy. There were no alleged malfunction with the lead. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a procedure due to high capture thresholds. The atrial lead was explanted and replaced on (B)(6) 2018. No further information is available.